Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , were reported or identified through this evaluation. It was reported that the patient underwent a transplant due to right ventricle dysfunction; however, the rv dysfunction existed prior to left ventricular assist device (lvad) implantation. The device reportedly did not cause or contribute to the right ventricular dysfunction, and the device reportedly operated as expected. It was further communicated that the serial number of the rvad was unknown. The pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instruction for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient was elevated on the transplant list due to right ventricular dysfunction. The patient was unable to wean off right ventricular assist device and oxygenator. It was said the device did operate as expected.

Event description:
Additional information received reported that the right ventricular dysfunction pre-existed before left ventricular assist device (lvad) implant. It was also said the lvad did not cause or contribute to the right ventricular dysfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.